Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during preventive maintenance, the unit "started operating on battery power with ac connected." No patient involvement / harm.